Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report. UDI: (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
The customer reported that the citadel plus bed is completely damaged, the left side rail is broken. The inspection conducted by arjo service technician revealed that the side rail detached, the screws holding the panel to the metal plate were ripped off. No injury was reported. The initially provided information that the patient fell off the bed appeared to be erroneous. The customer was contacted, and it was clarified that the patient fell against the bed while trying to stand up from seat positioned near the bed.